Event description:
Upon withdrawing the wire from the catheter, the wire was stuck and force was needed to extract the wire fully. Once fully extracted the wire was sheared and tattered. This happened twice during the same procedure. No medical intervention was required. The patient's conditon is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Upon withdrawing the wire from the catheter, the wire was stuck and force was needed to extract the wire fully. Once fully extracted the wire was sheared and tattered. This happened twice during the same procedure. No medical intervention was required. The patient's condition is reported as fine.